Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer forgot to turn on their carbohydrate feature when setting up the pump. Tandem technical support guided the customer through turning on the carbohydrate feature. Customer was unsure if blood glucose levels had been impacted.